Manufacturer narrative:
A partial lead was returned in two pieces with calcium deposits noted along the lead. The reported event of insulation abrasion was confirmed. Internal insulation abrasions breaching the ring electrode cable lumen were noted at 9.0 - 10.5 cm and 29.0 - 30.5 cm from the distal tip. The etfe cable coating was intact in these locations. The reported event of high defibrillation impedance was not confirmed. Unable to perform impedance test due to the condition of the lead as received.

Event description:
It was reported the patient received a patient notifier for high defibrillation impedance on the right ventricular lead. The lead also exhibited an insulation anomaly. Patient presented to hospital for laser lead extraction. Physician noted that the atrial and right ventricular leads were calcified together. Both leads were extracted and replaced on (B)(6) 2018. Patient was stable.